Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy-plunger. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, as the plunger was depressed, "significant resistance" was felt. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.